Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling a cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer changed out the cartridge but did not change the needle tip on the syringe. The customer was able to successfully complete the load process with the new cartridge.